Manufacturer narrative:
Material no.: 4468, batch no.: unknown. It was reported that the blue towels are tearing and leaving bits on the patient's skin. This pr is for date of event (B)(6) 2020. This is the second occurrence. Per email: not sure if something has changed on the soap and paint kits but the blue towels are tearing and leaving bits of towel on the skin which could be an infection control issue if it were to migrate into the wound. Supplier was notified and awaiting investigation.

Event description:
It was reported that the blue towels are tearing and leaving bits on the patient's skin.